Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor was pulled out when retrieving the pole. This was detected during a labral suturing surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. ¿ one unpackaged ar-1934bcf-2 serial/batch number 15353070 was received for investigation. ¿ functional testing was not performed due to the state of the device. ¿ visual inspection noted that the anchor is attached to the suture but has been pulled out of the shaft of the device. ¿ the most likely cause is attributed to misuse/user error due to a misunderstanding of the function of the device.